Event description:
New information received stated that on june 17, 2019, the right ventricular lead was capped and replaced successfully. There were no complications during or post procedure.

Event description:
It was reported that the patient experienced a vibratory alert on the pulse generator and presented to the hospital for a device check. Upon interrogation of the pulse generator, it was discovered that the right ventricular lead exhibited low high voltage lead impedance. The low impedance appeared on (B)(6) 2019 and was verified during in clinic visit. It was suspected that the lead had an insulation damage based on the low impedance anomaly. The patient did not experience any adverse event or symptoms from the event. The patient was scheduled for a lead replacement procedure.